Event description:
It is reported that the surgeon feels there may be a potential problem with femoral rasp inserter. The surgeon noticed that the tip of the rasp handle was wider than the rasp in the anterior/posterior dimension. He believes that the overhang could possibly contribute to the risk of post-op fracture.

Manufacturer narrative:
Evaluation summary: the handle that was used for this case is not compatible with the m/l taper rasps used for this surgery. The m/l taper surgical technique lists the names and part numbers of 4 rasp handles that are compatible with the m/l taper rasps. Only those handles which are listed in the surgical technique should be used. The handle that is reported to have been used during this surgery is not on that list. No product was returned. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.